Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  patient stated they were is in the emergency room and believes the lead is coming out.  No further complications were reported/anticipated at this time.